Event description:
During a coronary artery drug eluting stenting treatment procedure, difficulty removing the delivery device from the guidewire was encountered. The physician successfully deployed a taxus express2 3.5 x 32 mm drug eluting stent. While outside of the pt's body the stent delivery device became stuck to the luge guidewire. No pt complications or injuries were reported as this occurred outside of the pt's body. Pt status is reported as "satisfactory/good."